Event description:
The reporter stated a wrist carpal poly was implanted on (B)(6) 2004 in 2009, the pt noticed swelling and pain in the wrist on the radial aspect primarily. X-rays showed evidence of osteolysis consistent with poly wear. In 2011 pt reported more diffuse pain and swelling with x-rays showing severe osteolysis, but no definitive implant loosening. Revision surgery was performed on (B)(6)-2011 the metal implants were stable but the poly had severe aging and wear changes. Post operative revision x-rays read some incorporation of the allograft and no implant loosening. Pt has done well post op.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. And investigation has been initiated based upon the reported info.